Event description:
A user called in an issue with his precise machine. The machine was turned on 2 hrs prior to the case. The pt was put under anesthesia and that is when the issue happened. The machine was still on with an error message stating "no video signal please check cable." The user tried turning the machine off and on and the same error message came up. A service technician from galil service team asked the user to take the front panel off of the machine to check the computer. The hardware light was off meaning there was no communication from the computer. The led red light was not lit up but the green light was on. The hospital decided to use a competitor's machine for the case. They were able to treat the first lesion with the competitor's system but unable to treat the second lesion because the competitor's needle would not create a large enough iceball to properly treat the pt. The pt had no injury but they need to come back for a second surgery next wednesday for the treatment of the second lesion.